Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during kit inspection prior to a total knee procedure, the tibial broach impactor was found to be fractured. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. H6: proposed component code: mechanical (g04) - impactor visual examination of the returned product/provided pictures found the device to exhibit signs of repeated use (nicked and gouged) and the weld that connects the subcomponents fractured. All pieces were returned. Dimensional analysis determined that the product, where measured, is conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the fifteen plus (15+) years of use in the field and the normal wear and tear associated with repeated use over time. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.